Event description:
A reported false positive advia centaur troponin ultra result was obtained on a serial troponin patient sample draw and was considered discordant when compared to the repeat negative result and the previous negative sample results. A corrected report was forwarded to the physician. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The visual checks were good. The fse observed that some of the technicians top off the water bottle using a funnel and the fse recommended that the water bottle be removed from the system, emptied and refilled with fresh water. The fse observed technicians inverting the sample tubes after spinning and emphasized that tubes should not be inverted. The cause for the discordant advia centaur xp troponin ultra was most likely due to sample collection and handling. No conclusion can be drawn. The instrument is performing within specification. The instruction for use under the specimen collection and handling section states the following: "keep tubes stoppered and upright at all times. Before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter."